Event description:
The patient underwent surgery due to "lumbar spinal stenosis l4 vertebral body spinal metastases. During the surgery, there was more bleeding in the deep tissue. The fluid gelatin was used to seal the bleeding point in the deep tissue for hemostasis. Postoperatively, the patient recovered well and the wound healed well. 36 days later, the patient reported that the wound had cracked about 1 cm after activity, accompanied by pain. On the 41st day after the operation, the patient visited our hospital for reexamination, and was admitted due to "wound dehiscence after surgery for spinal stenosis secondary to l4 vertebral metastasis". The operation was performed 15 days after admission. The patient's condition was stable after the operation, the patient recovered well, the wound healed well, and was discharged from the hospital 36 days after the operation. No product is available for evaluation. Event date: (B)(6) 2025 procedure date: (B)(6) 2025.